Manufacturer narrative:
A retained cartridge sample from the same manufacturing lot was evaluated and found to be operating within required specifications. The cartridge was returned and evaluated and found to exhibit a crack in the cartridge body.

Event description:
It was reported that the cartridge exhibited a crack.